Event description:
It was reported that the procedure was to treat a de novo lesion in the common femoral artery (cfa) with 80% stenosis, mild calcification, and mild tortuosity. The 5.5x150mm supera self-expanding stent system (sess) was attempted to be used when it was noted that the tip of the stent was bent and the command 18 guide wire was difficult to pass through the tip of the sess. An absolute pro was used with the same command 18 guide wire to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. Returned device analysis identified a portion of the tip lumen was separated and the tip was not returned. The account confirmed the separated tip was not used in the anatomy and nothing was left in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to insert was unable to be replicated in a testing environment due to the condition of the returned device. The reported material deformation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use resulted in the reported/noted tip separation; thus resulting in the reported difficult to insert. The reported material deformation (reported tip of the stent bent) was not confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.